Event description:
Pt came to hospital for stenting of the right coronary artery in the cardiac cath lab. Md unable to pass stent due to stenosis, as md pulling the stent back through the sheath, the sheath and a portion of the balloon separated from the catheter and broke free. Pt went to surgery to retrieve catheter fragments.